Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue. Additionally, not related to the reportable issue, several components were replaced due to dirt contamination. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.